Event description:
It was reported that during unknown procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # z7050n. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud broken and one (1) clip between the jaws and the lifter spring. In addition, the packaging opened was returned along with the instrument. However, was observed that the support tube was moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding the reported incident. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. Device history review a manufacturing record evaluation was performed for the finished device batch z7050n number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.